Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the reason for calling is to get reprogramming done on the ins so the ins can cover their upper back. The patient stated that the ins was implanted to cover their lower back and right now, the coverage from the ins was in the middle of their back/lower back. The patient reported that they needed the coverage ¿up higher¿ (on their back) because their back muscles are hurting. The patient stated that they talked to their doctor¿s office just a few minutes ago and was told to call the manufacturer. Patient services confirmed with the patient that their ins was not programmed to cover the upper part of their back and they had no programs currently that would cover that area. The patient stated that they are looking to get in touch with a manufacturing representative for that reprogramming session. Patient services and the manufacturing representatives (reps) roles were reviewed, but an email was sent to the local rep. Expectations on contacting a rep were reviewed. It was suggested that in the meantime the patient follow-up with the healthcare provider to see if they can call the manufacture to send a page out for a rep on-call in the field. The patient stated that they would do that. The patient reported these problems started this past week and the patient ¿got into the shower and all of a sudden they got a really sharp pain in the lower part of their back and at the spine area and it went straight up to their shoulders. They stated that if they stand for any length of time that is what happens. It was reported that it was considered a sudden change in therapy/symptoms. The event occurred (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the change in therapy/pain was not determined but that the issue was resolved. A manufacture rep adjusted the patient's programming and the patient was getting good coverage. No further complications were reported.